Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'failed downstream occlusion' was not reproduced. The flowline performed downstream occlusion testing, the downstream occlusion test passed. A review of the event history log (ehl) revealed 'failed downstream occlusion'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration downstream sensor, out of adjustment downstream tubing guide. The downstream tubing requires replacement and the force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.